Event description:
An eye care practitioner reported that a corneal transplant was performed on an individual who experienced a central corneal ulcer associated with wear of focus night & day lenses on an extended wear banis. No further info is available.